Manufacturer narrative:
Weight: unknown, ethnicity:unknown, race: unknown. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -07.50 diopter, within the same surgery due to the lens tore during delivery into the patients left eye (os). There was no patient injury. The lens was replaced during the same surgery with another same model/length lens and the problem was resolved. Cause of the event was unknown.